Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-02619 and 02620.

Manufacturer narrative:
Additional information received alleged the patient experienced the event 2 months prior to the initially reported date. The additional information is not sufficiently descriptive to be reconciled with or provide further clarification to the initial source document information. Additional inquiries will be sent to the reporter to request the date of the event. Any information received will be submitted upon receipt accordingly. This is one of two device reports that are associated with this event; the associated manufacturer report numbers are 1225714-2014-02619 and 1225714-2014-02620.